Event description:
It was reported that during a low anterior resection procedure, the anastomosis made by the device was leaking and the donuts were not complete. Sutures were used to close the leaking anastamosis.

Manufacturer narrative:
Info anticipated, but unavailable at this time.